Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
It was reported that the system would not complete boot up. No patient injury was reported.